Manufacturer narrative:
Evaluated one opened/used enlite sensor and performed continuity resistance test, sensor passed per specifications and performed bicarbonate buffer test; sensor passed with accurate readings. Also found a bent cannula. We were unable to confirm is customer received sensor in said condition due to customer returning it opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 270 mg/dl and their sensor glucose read 40 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. It was found the customer had a bent sensor upon removal from their body. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.